Event description:
The physician was attempting to deploy a 2.75mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient. It was reported that the lesion was pre dilated, however, the stent could not advance over the lesion. When the stent was removed from the patient, the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the device was returned for evaluation. The stent was positioned between the marker bands as per specifications. The 7th and 8th distal segments were raised and deformed. Additional segments were slightly raised and misaligned. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿

Manufacturer narrative:
Evaluation results and conclusions: (failure to deliver stent and stent deformation). (Based on limited information, issue is most likely procedural related). Deformation problem. (B)(4).